Event description:
It was reported that it was reported that "no blood temperature measurement during use." There were no patient complications reported.

Manufacturer narrative:
One catheter was returned with a monoject limited volume syringe for evaluation. An edwards contamination shield was seated to the catheter from 55cm to 90cm and an edwards introducer was seated from 40cm to 55cm area of the catheter. The contamination shield and introducer were removed from the catheter for evaluation. An indentation was found 52cm proximal from the tip, where the contamination shield valve is located. Contrary to the customer report, the catheter was able to measure temperature; however, the value was inaccurate. The thermistor read 32.3 c when submerged into a 37.1 c water bath. The thermistor and thermal filament circuit were continuous; there were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. Continuity testing of the thermistor resistor found the resistance value to be out of the allow able specification. No visible inconsistencies were observed on eeprom data. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed on the catheter body or returned syringe. Visual examinations were performed under 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.